Event description:
(B)(4) study. It was reported that post a percutaneous coronary intervention procedure, the patient experienced a myocardial infarction and stent thrombosis. (B)(6) 2011, the patient presented due to stable angina and positive stress test. The patient received a 2.5 x 32 mm ion study stent in the ramus artery. Post procedure residual stenosis was 0% with a timi iii flow. Four days later the patient was discharged on clopidogrel and aspirin. In (B)(6) 2013 the patient experienced elevated cardiac enzymes. In (B)(6) 2013 the patient experienced acute decompensated congestive heart failure and the patient was hospitalized. The patient was experiencing shortness of breath with exertion that started 3 days prior to admission. Chest x-ray revealed mild pulmonary edema. The patient's relevant medical history is significant for stent thrombosis. An electrocardiogram performed revealed sinus or ectopic atrial rhythm and right bundle branch block. A diagnostic cardiac catheterization revealed 100% occluded ramus intermedius stent, resulting in intervention via balloon angioplasty accompanied by intravascular ultrasound (ivus). Multiple balloon inflations were performed within the study stent as well as dilations of the vessel immediately distal to the stent. The ivus showed the ramus intermedius vessel distal to the stent was diffusely diseased and appeared to be a very small caliber vessel of 2mm or less. The stent appeared under-deployed in the distal segment at only 2 mm in size, while it appeared to be around 3 mm in size in the proximal segment. The occlusion was reduced to 60-70% in prior stent, with persistent 80-90% focal stenosis in the mid-segment of the ramus intermedius. There was some improvement in blood flow in the ramus intermedius after balloon angioplasty. However, the outflow to the stent appeared to be quite poor, and the vessel seems to be small in size on ivus (2mm or less). The physician decided not to deploy any new stents in the ramus intermedius vessel to treat the prior in-stent restenosis. It was recommended that the subject continue on dual antiplatelet therapy with aspirin and plavix, but preferably switching to effient. The patient remains hospitalized.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported in (B)(6) 2013, 3 days post the patient being hospitalized, the event was considered resolved and the patient was discharged.

Manufacturer narrative:
(B)(4).